Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was between 400-500 mg/dl and was treated with a manual injection. During troubleshooting with tandem's technical support, it was determined that the tubing should be changed. Reportedly, the customer was using apidra insulin.